Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a spinal fusion surgery at l4-l5 using rhbmp-2/acsand morselized local bone. Sometime postop, the patient reportedly developed chronic lower back pain, nerve damaged affecting his left foot and left leg.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.